Event description:
Other reportable incident (malfunction: device breakage). This is a spontaneous case report received from an other health professional in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on unspecified date. It was reported that during insertion, end piece of delivery catheter broke and stayed attached to the first insert (lot number c64469). This first insert was removed and was kept at the pharmacy. The physician tried to place a second essure insert (lot number c68790) but the same problem happened: end piece of delivery catheter broke and stayed attached to the second insert. The second essure insert was left in place. Follow-up information was received on (B)(6) 2015. At insertion of the first insert (c64469) on the left side, end piece of delivery catheter broke and stayed attached to the insert into the patient. Device was removed with gripping plier. New attempt was made with another essure insert (c68790) and the same problem occurred, but the insert stayed placed. A third insert was used for right side insertion which went well. No clinical consequences for the patient. No further information was provided. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: as of (B)(6) 2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the introducer to confirm that all parts are accounted for and inspect it to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record c64469 (production date 09-jun-2014 and expiration date 30-jun-2017); c68790 (production date 23-jun-2014 and expiration date 30-jun-2017) and confirmed that final product testing for these lots were performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of damage or breakage of the introducer is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batches was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion, end piece of delivery catheter broke and stayed attached to the first insert and also to the second insert. These events, seen as device breakage, are non-serious and listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Updated product technical complaint (ptc) investigation and final assessment were received on 01-sep-2015 upon receipt device sample (two devices were received on 17-aug-2015). The bayer reference number for the ptc report is: (B)(4). Final assessment: since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. No introducer was returned for system 1 and system 2. For system 1 the micro-insert was stretched and tangled and all IFU (instruction for use) steps were completed. For system 2 there is no micro-insert and the final rollback was not completed. We also conducted a review of the manufacturing batch record and confirmed that final product testing for these lots was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of damage or breakage of the introducer is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batches was reviewed. The returned complaint sample was inspected. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information was received on 22-sep-2015. Patient's initials, weight and height were provided. Breakage was diagnosed during device insertion procedure. End part of delivery catheter, after the gold ring, broke. Breakage was noticed after implant insertion into tubal orifice and after removal of delivery catheter. On (B)(6) 2015 essure device was removed with grippers. The removal was medically necessary. Removal method: hysteroscopic. The broken pieces were retrieved from uterus. The patient had no injury. Breakage could not have led to serious injury under less fortunate circumstances. The patient was recovered. Device was available. No further information will be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion, end piece of delivery catheter broke and stayed attached to the first insert and also to the second insert. Essure device was removed with grippers and removal was medically necessary (hysteroscopic). She had no injury. These events, seen as device breakage, are non-serious and listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.